Event description:
On (B)(6) 2022 patient underwent bracketed needle-localized lumpectomy. Biozorb placement, sentinel lymph node biopsy, right; (B)(6) 2022 pt reported swelling under her arm; (B)(6) 2022 pt impressively bruised throughout the breast and bilaterally on the thorax down to the abdomen. On (B)(6) 2022 pt reported brown drainage from incision. On (B)(6) 2022 hematoma draining on own and bruising getting better.